Event description:
It was reported that a caucasian female who had 360cc mentor memorygel breast implants placed experienced bilateral ptosis and right sided rupture post procedure. The rupture was discovered during explant. Explant, bilateral mastopexy, capsulectomy, and capsulorrhaphy was performed on (B)(6) 2023. This report relates to the left prosthesis. See 1645337-2023-01793 for contralateral prosthesis report.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: ptosis mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on april 26, 2023. The patient was 58-years-old at the time of the event. Bilateral replacement with 350cc mentor memorygel breast implants was performed with explant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 6786992 number on (B)(6) 2023, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).